Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that an adjustable intramedullary femoral guide broke during a case.

Manufacturer narrative:
Device evaluation shows the spikes protruding from this device had broken off. There was also deformation at both ends if this device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Due to the time span this device was in service (9 years) the likely root cause of this event is wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.